Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunks/limbs) and failed back surgery syndrome. It was reported that the patient hadn¿t used the therapy in many years. The patient reported that ever since it was implanted, the ins has not given them therapeutic relief. The patient described their relief as "under 25%." The patient reported that the ins caused pain under their shoulder blade, so they had left the ins off. The patient was getting into a vehicle and they felt the ins suddenly turn on by itself. The patient used the patient programmer (pp) to turn the therapy back off. The patient planned to discuss replacement with their healthcare provider (hcp). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on nov 04, 2019. It was reported that the cause of the ins turning on unexpectedly was not determined. A manufacturer representative (rep) met with the patient to reprogram the device and in the end, the hcp noted that the stimulation coverage was beneficial for the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was not known. The patient said the rep and hcp didn't know what caused the unit to malfunction. The rep re-adjusted the unit. The patient said it hasn't really resolved. No further complications were reported.